Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer, health care provider (hcp), and manufacturer representative reported that the patient received very little benefit from the device since 2012 due to a gradual change. The patient visited the emergency room (ER) on (B)(6) 2016 with thumping in their chest. The ER hcp thought it was related to the patient's device, but another hcp didn't think that would be the cause. The patient was at their hcp's office, but they didn't have a clinician programmer. The patient felt the thumping sensation even when the implantable neurostimulator (ins) was off and at 0v. The thumping sensation was from the ins site to the bicycle seat area. The patient had thumping in their bottom area. The hcp said it had been malfunctioning for about 8 months and the patient said it had been bad for over a year. The action taken to resolve the issue was that they turned the device off, but the patient still felt thumping. The manufacturer representative scheduled a time to have the patient come to the office next week to troubleshoot more. It was un known if the issue was resolved. Surgical intervention did not occur and it was unknown if surgical intervention was planned. The ins was implanted and remained in service. The patient was alive with no injury. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.